Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her son took her to the emergency room due to a low blood glucose level on (B)(6) 2016. Her blood glucose level was 49 mg/dl at the time of hospitalization. That morning her blood glucose level was 35 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was released 7 hours later from the emergency room. The insulin pump will not be returned for analysis.